Manufacturer narrative:
The main component of the system, other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding an unknown patient who was implanted with a neurostimulator. It was reported that the patient is having an MRI but it is unknown if it was related to the device/therapy. It was also stated that the lead was disconnected so it was reviewed with the caller that there was an open circuit. No further details, included the event date, were provided. No symptoms were reported.